Manufacturer narrative:
(B)(4). The covidien service engineer (cse) evaluated the ventilator. The cse observed that the glue on the back of the air inlet filter cover gasket had deteriorated and the gasket was unable to stay in place. The air inlet cover was replaced and the issue resolved.

Event description:
It was reported that, during patient use, the ventilator was not adequately delivering oxygen (o2) to the patient. The grey washer ring that seals the high and low pressure oxygen delivery to the ventilator fell off. The o2 flow and pressure were reduced and was not delivering adequate oxygen to the patient. Although requested, it is unknown if the patient was transferred to another ventilator. There was no report of serious injury or death associated with this event.